Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient has developed "significant pain, frequent doctor visits and worried about additional surgeries."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was pre-operatively diagnosed with. L4-l5 degenerative disc disease. Low back pain. Lumbar stenosis and underwent l5-s1 anterior dikectomy and fusion. L5-s1 insertion of biomechanical device and allograft morselized. As per the op notes: ¿the rhbmp-2/acs allograft had been prepared appropriately 20 minutes to one to insertion. The allograft sponges were then packed into the inner body cage and then the cage was gently tamped into position at the l5-s1 disk space with the patient in a gently flexed position. On (B)(6) 2005: the patient underwent x-ray showed hardware to be in place. Overall alignment is acceptable. Impression: status post l5-s1 fusion with improvement of symptomatology. On (B)(6) 2006: the patient underwent ap and lateral of he lumbar spine. Impression: patient status post l5-s1 fusion with slow improvement. On (B)(6) 2006: the patient underwent x-rays of the lumbar spine showed the patient status post l5-s1 fusion. There appears to be good bridging bone anteriorly at l5-s1 on both sides posterior laterally. Impression: patient status post l5-s1 anterior posterior reconstruction with good relief of back pain. Thoracic pain. On (B)(6) 2006: the patient underwent x-ray ap and lateral of the cervical spine. Impression: cervicalgia. Left upper extremity radiculopathy. Low back pain. On (B)(6) 2006: the patient underwent x-ray. Impression: shoulder impingement, left shoulder. Frozen shoulder. On (B)(6) 2007: the patient underwent myelography, cervical, radiological. Impression: negative cervical myelogram with cervical fusion at c5,c6 and c7.the patient underwent CT scan cervical spine without contrast. Impression: previous surgical fusion at c5,c6 and c7 with some spondylosis at c3-4 and c4-5. On (B)(6) 2007: the patient underwent CT myelogram. Impression: cervical spondylosis. Neck pain. On (B)(6) 2007: the patient underwent x-ray. Impression: the patient is status post l5-s1 fusion. Recent fall. Localized trauma. On (B)(6) 2007: the patient underwent x-ray of the lumbar spine. Impression: lumbar strain exacerbated by two falls. On (B)(6) 2008:the patient underwent CT scan of the lumbar spine. Impression: cage fixation and graft seen at the l5-s1 level. There is mild protrusion of the disc at the l4-5 level on the right at the entrance of the neural foramina. There is mild bulging of the disc at the l3-4 level. On (B)(6) 2008:the patient was pre-operatively diagnosed with cervical radiculopathy. On (B)(6) 2008: the patient underwent CT scan of cervical spine. Impression: difficult evaluation secondary to artifact from anterior f usion hardware c5, c6 and c7. There is suggestion of degenerative disc changes above and below this level. No acute bony findings. On (B)(6) 2008: the patient was preoperatively diagnosed with lumbar radiculopathy